Event description:
Catheter was placed 6-7 months ago & was removed a week ago. Pt had severe infection-a piece of the cap was left inside of the pt for about a week before the dr. Found it & removed it.